Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing confirmed that the patient's thoracic lead tested for high impedances. X-rays were taken however the results are unknown. Reprogramming was unable to provide resolution. Follow up revealed that the patient had suffered from several falls. As a result, surgical intervention was undertaken on (B)(6) to replace the thoracic lead.